Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, the wires on the instrument were noted to be broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the conductor wires were intact and undamaged; however, the drive cable was frayed. The pitch up/down cable was frayed at the distal clevis hub. The frayed strands were sticking out at the wrist. The other cables at the wrist were not damaged. No other was damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.